Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of this device identified no anomalies and the seal plugs were normal, firm and in tact. Visual inspection noted cross threading damage to both the atrium setscrews threads, and no damage was found on the ventricular setscrews. Each setscrew was inspected for proper operation and found to be operating normally. The device header was checked per "is-1 lead gauge pin", and passed. The device was then checked with is-1 lead and fit was normal. The device header was also examined with set blocks and lead barrel. Additionally the device tip and ring setblocks were checked with pin gages that exceeded is-1 specs. The cause of this issue was isolated to both atrium setscrew which had been cross threaded into the terminal block. The defibrillation, pacing and sensing functions of the device were verified per automated testing.

Event description:
Boston scientific received information that during the implant of this device, the physician did not have the setscrew wrench in the perpendicular position, and the hex wrench clicked after only one turn. The physician was having issues with the distal atrial setscrew. The physician was able to retract and realign, and was successful at tightening the setscrew. To date, there have been no additional adverse patient effects reported. New information was received that this device had been returned with no paperwork and was analyzed in our laboratory.